Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. Two days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injections of vancomycin 1 gram, for 5 days once (route not reported) for peritonitis. The patient was recovering from peritonitis and the action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.